Event description:
It was reported the insulin pump alarmed motor error during bolus. Customer was assisted with clearing the alarm. Motor error alarm had occurred one in the past 30 days. Customer stated no when asked if customer used the sensor feature or was the esc button pressed to go to the sensor graph during a bolus. Customer's blood glucose was not provided. The device is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.